Event description:
Information was received indicating that after a smiths cadd®-solis vip ambulatory infusion pump was repaired an alarm stating that motor service is due was displayed. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's stated problem was verified, service failed to clear the revolution counter after repair. It was also noted that the pump passed functional and delivery tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be service and repair related.